Manufacturer narrative:
Customer was milking finger and adding multiple drops of blood. These technique issues may contribute to unexpected inr results or errors in testing. Inratio precision data provided by end-user lot: date on: (B)(6) 2013; inr = 1.6, 3.9, 2.1; mean = 2.53; sd = 1.2; %cv = 47.8. Since %cv is more than (B)(4), the precision test failed the criteria for precision. Additional investigation is required. In-house therapeutic donor testing has been performed on reported lot 304244 on (B)(4) 2013. Results as follows: donor (B)(6); inratio: 2.7; inratio: 2.5; inratio: 2.5; ref.: 2.75; bias thresh: 1.75 - 3.75; %cv: 4.50. Donor (B)(6); inratio: 3.0; inratio: 2.7; inratio: 2.7; ref." 2.69; bias thresh: 1.69 - 3.69; %cv: 6.19. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action as no product deficiency was established.

Event description:
Caller alleged observing imprecision results. Results as follows: date on: (B)(6) 2013; inratio: 1.6; repeat1: 3.9; repeat2: 2.1. Time between testing was reported as within 10 minutes. Patient self tester (pst) performed tests using the same hand, but different fingers. Patient's therapeutic range is (B)(4) discrepant result complaints were reported for lot # 304244 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action as no product deficiency was established.